Event description:
During the procedure, the surgeon had asked the crna to take the o.r. Bed "out of trendelenburg" and to please "flatten the bed out." The crna appropriately did so. Almost immediately after, the surgical team smelled something abnormal--it smelled like something was burning. The surgical team immediately began searching the drapes, checking the camera light, and any other direct sources that could create fire and cause harm to the patient. The crna checked under the drapes to ensure the patient was safe, and at that time smoke began rising from the base of the o.r. Bed. No fire or sparks were noted. No harm to patient.